Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller was assisted by cts with resetting the pump and troubleshooting the battery charging issue after the pump would not turn back on post-reset.